Manufacturer narrative:
In the absence of a returned product an extended investigation has been performed. No product has been returned and valid serial number was not provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor were reviewed and the dhrs showed the libre sensor passed all tests prior to release. Reviews found that there were no anomalies or errors that could be attributed to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle libre sensors and no trips were observed. Complaint data analysis has been reviewed for this product and issue. No adverse trends have been identified. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor was producing readings that were subsequently believed to have been erroneously low. Customer further reported he inserted a new sensor on evening of (B)(6) 2017. The next morning, he performed his first scan and received a reading of 2.3 mmol/l (41 mg/dl), so he ¿started taking sugar¿. Sometime later, he performed a blood glucose test and received a reading of 17 mmo/l (306 mg/dl). It is unknown how much time may have elapsed between these results. At approximately noon, he realized that he was in hyperglycemia and that the unspecified insulin doses he had taken seemed not to be decreasing his glucose. He noted he was feeling ¿increasingly very tired¿, so he drove himself to a hospital. At the hospital, he was treated with additional insulin and kept for observation until he was stable. There was no report of death or permanent injury associated with this event.